Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had magnetic resonance imaging (MRI) even though they have a non-MRI implantable pulse generator (ipg) system. It was also reported that the implantable pulse generator (ipg) would not pace with a magnet after the MRI. The ipg system remains in use. No patient complications have been reported as a result of this event.